Event description:
Per the clinic, the device was explanted on (B)(6) 2013, for reasons unknown. It is unknown if the patient was reimplanted with a new device. Additional information has been requested but has not been made available as of the date of this report, (B)(6) 2013.

Manufacturer narrative:
(B)(6). Correction: the correct model # is ci24re (ca); not ci512 as previously reported. This report is filed april 30, 2014. Device is currently unavailable.

Manufacturer narrative:
On (B)(4) 2013, information was received that the event reported on (B)(6) 2013, was in fact a surgical reject. A review of the complaint and its updated information has determined it does not meet the definition for a FDA reportable event. This report is filed january 17, 2014.